Manufacturer narrative:
The events of capsular contracture and lymphadenopathy are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture and lymphadenopathy.

Event description:
Patient reported left capsular contracture bake grade unknown has happened again¿, ¿l and r implants were ruptured", ¿lots and lots of nerve problems and nerve tissue neuropathies¿, ¿has a lot of fear connected to all of this¿, ¿has had lumps on her legs, below the knee¿, ¿lymph nodes have been 'up' ¿, ¿itchy rash for a couple of weeks¿, ¿pretty exhausted¿, ¿reports being unwell for so long¿, ¿thyroiditis¿, ¿rheumatoid arthritis¿, ¿connective tissue problems¿, ¿whole back is collapsing¿, ¿carpal tunnel¿, ¿entrapment in bilateral elbows¿, ¿torn rotator cuffs¿, ¿back has herniations¿, ¿obstructive & central sleep apnea¿, and ¿heart rate problems¿. Device remains implanted.